Event description:
The customer reported that while the unit was is use on a pt, the unit displayed a "leak in iabp circuit" alarm message. The pt was switched to another unit and therapy was continued. No pt injury was reported.